Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported relevant discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not returned / not received.

Event description:
Accolade tmzf presented with trunnion failure after clinic xray. Original surgery was (B)(6) 2008. Follow up was for clicking and instability. After exposing hip, noticeable wear was discovered on the trunnion. Stem was explanted and a new stem inserted. Restoration cone/conical stem. Cup was stable so a new poly was inserted with a new 36 biolox standard head.